Event description:
It was reported that during equipment testing conducted at the user facility , the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated due to insufficient electrical power from the motor assembly. Upon follow-up steve, technician at the user facility, reported that the handpiece had started smoking, but was unable to provide further information.